Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it is unknown if the lead position more right, with the left column being midline was because of lead migration or if it was the original location. They did not have original x-rays to compare. The patient has no lead revision scheduled and has not decided if they want to proceed with revision. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 23-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that since the patient had their battery replaced on (B)(6)2020 they have not felt any stimulation in his left leg. Rep attempted to reprogram the stimulator however unable to get any sensation. An x-ray was taken of paddle lead. Lead is more right, with left column being midline. Patient will decide if he wants to proceed with lead revision. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 39565-30 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause the patient not feeling stimulation in their left leg was not determined. It was also unknown if the cause of the lead being implanted more to the right was due to user error or patient anatomy. The rep indicatedthat they had attempted to reprogram the patient to address the last of stimulation in their left leg, but they were still unable to resolve this. It was noted that the patient may be scheduled for a lead revision in the future. No further complications were reported/anticipated.